Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: pm0002776 ¿ triflange cup ¿ 874690, 00877704004 ¿ biolox delta head ¿ 2947414, unknown apr stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 1 month post implantation due to infection. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.